Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (ICD) (B)(6) 2011; 4076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's high voltage right ventricular (rv) lead coil had elevated impedance and triggered an alert. The rv lead remains in use. It was also noted that the right atrial (ra) lead had a high threshold observation. The ra lead remains in use and wil continue to be monitored. No patient complications have been reported as a result of this event.